Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 6625esrlp mitral valve underwent a valve-in-valve procedure after an implant duration of 14 years, five (5) months due to severe mitral regurgitation and iatrogenic atrial septal defect. The tmvr was performed with a 26mm 9600tfx transcatheter valve successfully. Post deployment, imaging revealed a well-deployed valve with no evidence of transvalvular leak. There was presence of trace perivalvular leak noted. The valve was functioning normally. Subsequently, the closure of the iatrogenic atrial septal defect was performed. There were no complications noted. The patient was transferred to the ICU post procedure. It was also later noted that the patient the aortic valve replaced as well during her hospital course. The patient was discharged home with home health services.